Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was noted that the pacing impedance measurements were above 2,000 ohms and there was undersensing. The ra lead was repositioned several times but no changes to the values were observed. This ra lead was extracted and successfully replaced with a new ra lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The ra lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted there were no setscrew marks on the terminal pin or terminal ring. The conductor coils were compressed approximately 26 cm from the lead¿s terminal pin, indicative of a grabbing tool being used to handle the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--